Event description:
A malfunction was reported without any notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and the customer successfully reset it. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappears.